Manufacturer narrative:
Lead model: 3093-33, lot #: v780820, implanted: (B)(6) 2011, explanted: na; programmer model: 3037, serial #: (B)(4).

Event description:
It was reported that the patient had not experienced therapeutic effect since the implant of her implantable neurostimulator (ins). The patient was reprogrammed several times, but did not find symptom control. Follow up information reported that the patient was scheduled to undergo a lead revision.